Event description:
The facility nurse reported a complaint regarding a flogard device that displayed a failure code f33 during patient use. The failure resulted in an interruption of patient therapy. The patient was male but therapy, medical condition, patient identifiers and other information is not available. The hospital representative stated there was no patient injury or need for medical intervention. Patient therapy was continued using a different pump without incident. Writer asked facility contact to take pump out of service immediately and return it for evaluation. No additional information is available for this event.

Manufacturer narrative:
(B) (4)the return of the device is still being arranged with the customer. The device has not yet been received for evaluation. Should the pump be recieved for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.